Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and unable to primeduring prime test due to faulty force sensor resistor (gold). The motor passed motor test. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 323 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.